Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.